Event description:
A caller reported an issue with the speaker and vibrate function of their pump, noting that the beeps sounded as if the speaker was malfunctioning and emitted static noise. There was no adverse impact to the customer¿s blood glucose level. Technical support provided several instructions to troubleshoot the issue, but ultimately resolved to replace the pump as it was within warranty. The customer was instructed to return the problematic pump, using a provided return box and label, and to set up their new replacement pump with the correct settings and connections.